Manufacturer narrative:
Eval summary: complete eval results cannot be reported as the device will not be returned. Info received via the medwatch form sent by the user facility states that the stopcock was left in the pt's vagina and discovered 6 weeks after cesarean delivery during a post-op vaginal exam. The user facility has stated that the stopcock had "broken off" the balloon catheter. Based on the limited info available from the customer narrative, the most likely occurrence based upon the details provided is that the stopcock was not removed prior to placing the proximal end in the balloon through the cesarean incision, through the cervix and out through the vaginal canal. The stopcock is designed to be removable to facilitate passage through the cervix, so it is possible that it came off during placement. The customer narrative, however, does not indicate that the stopcock came off during placement or that another stopcock was used (the balloon will not hold fluid following inflation without a stopcock). The customer narrative also refers to changes made to the design of the stopcock. The stopcock was changed in (B)(6) 2011, however, the change is unlikely to have contributed to the stopcock retained in the pt's vagina. The stopcock was changed in response to customer feedback to reduce the chances of a user overriding the stopcock. In these cases, if the user rotated the stopcock past the hard stop designed into the valve handle/stem assembly, the assembly could unseat from the valve body, thus allowing fluid to escape from the balloon. Since the stopcock is not used until after the balloon is placed through the cervix, it is highly unlikely that the component retained in the pt's vagina could have been the valve handle/stem assembly. The investigation is ongoing. Should additional info become available, cook will forward it to FDA.

Event description:
As reported by the FDA: bakri balloon stopcock at some point broke: unclear when. Pt was having c/section, complicated by bleeding. Surgeon reported: most of the placenta had been removed, but additional bleeding was noted. After pressure was held decision was made to oversew this area. A figure of eight suture was used using 0 monocryl however there was continued bleeding from the placental site. A bakri balloon was placed for additional hemostasis. Continued in the additional info section. This was placed through the uterine incision and passed through the cervix down into the vagina. The uterine incision was then closed in 2 layers using 0 monocryl suture. Once this was accomplished from below the bakri balloon was inflated with 120 ml of lactated ringer's and there was no significant bleeding vaginally noted at that time. The urine appeared clear. No additional bleeding was appreciated from the uterine segment. At this point, the uterus was returned into the abdomen and good hemostasis was noted on the rectus muscles anteriorly and from the fascia. Fascia was closed using 0 vicryl in a running fashion. The subcutaneous tissue was closed using several interrupted sutures and the skin was closed with staples. There were no complications noted at the time. On the post-op night, the bakri balloon was noted to have deflated and fallen out in the pt's bed. Six weeks post-op the pt complained of ongoing and continued vaginal pain. Pelvic exam revealed a stopcock that had broken off the bakri balloon. Ongoing discussion. Per discussion with rep, recent changes were made to bakri balloon stopcock based on previous customer reported concerns. It remains unk at this time if our 3 recent events were the "new" (redesigned) stopcock or "old" stocpcock.